Manufacturer narrative:
A visual examination of the returned device found the basket to be fully extended and the tip intact. The basket wires were bent from use and the thumb ring was crushed. Several gouges on the thumb ring were also noted. The evaluation concluded that the condition of the returned unit was consistent with the complaint incident that the tip failed to detach. The device is designed so that the basket tip detaches if the stone cannot be crushed, however, it appears that the thumb ring crushed instead. If the thumb ring is not positioned correctly in the alliance handle, the surface of the thumb ring could be damaged and the force applied may not be distributed properly throughout the device causing the tip to fail to detach. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a trapezoid¿ rx basket was used in conjunction with an alliance handle to crush difficult stones. When attempting to remove a 1.2 cm size stone, the stone could not be removed from the patient. The tip was unable to be detached, therefore, the physician shook the basket to release the stone. The basket was removed from the patient. Another trapezoid¿ rx basket was used in conjunction with the alliance handle to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a trapezoid¿ rx basket was used in conjunction with an alliance handle to crush difficult stones. When attempting to remove a 1.2 cm size stone, the stone could not be removed from the patient. The tip was unable to be detached, therefore, the physician shook the basket to release the stone. The basket was removed from the patient. Another trapezoid¿ rx basket was used in conjunction with the alliance handle to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of tip failed to detach. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.